Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 60 mg/ml of dilaudid via an implantable pump for non-malignant pain on (B)(6) 2017, it was reported that the patient observed an 8476 error code on their ptm (indicative of a motor stall). It was confirmed that the patient lives in a nursing home and had not recently had an MRI. The rep inquired if the pump was part of the population of pump affected by the battery performance field action. It was confirmed that the pump was not in that population. It was also reported that the patient had been complaining of soreness and swelling at the pump site. The patient had pain right below their pump and report that "it [felt] like something [was] sticking". It was thought that these symptoms were pump related. The patient had not recently had any falls. The event was initially reported by the nursing home staff. A different rep called in and inquired about pump log comments such as "pump stopped due to stopped command" and "pump restarted due to restart command". It was reviewed with the rep that these log entries occur when a pump is updated. The logs were not related to the motor stall. No further complications were reported. Additional information was received from the manufacturer's representative on 2017-jul-19. It was reported that the patient's healthcare provider (hcp) was concerned that the patient's pump was part of the battery performance field corrective action. However, the rep felt that the pump experienced a "run of the mill" motor stall. The pump was not replaced. No further complications were reported.

Manufacturer narrative:
Corrected to reflect that the initial reporter is a former manufacturer's representative. The representative's files have yet to be updated in gch. However, as the former representative was not an employee of the manufacturer at the time of the event, they are the appropriate person to identify as the initial reporter if information is provided in the future, a supplemental report will be issued.